Event description:
It was reported that a spectrum pump displayed "error pump failure service - power down". It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. A system error 105 was found during functionality testing and was confirmed through review of the event history log during eval. Eval found evidence of excessive motor bearing wear with shaft end play, and black material around the bearing. Several contributing factors to the conditions were identified. The internal motor inspection was invasive, so the motor assembly was replaced.